Event description:
Reporter states that 1 month ago he began using a CPAP machine prescribed by his doctor for use at night. He states that the settings are too low and that he isn't getting enough air which may lead to potential brain damage. He is unable to alter the settings on the machine to increase the air flow and has received little assistance from his physician.